Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the patient presented to the emergency room after experiencing a syncopal episode. A remote interrogation was performed which found no stored episodes and no measurement issues. The cause of the syncope remained unknown. No additional adverse patient effects were reported.